Event description:
Information was received that a smiths medical cadd-legacy pump had an under infusion due to an unresolved no disposable alarm. No adverse patient effects were reported.

Event description:
Additional information received indicated that there were air bubbles detected. It was also reported that there was no harm to the patient.